Event description:
On an unknown date in 2003, a patient was implanted with an 18mm eptfe graft with infra-renal placement. The graft is suspected to be a gore-tex vascular graft. It was reported to gore, that the patient developed a hygroma at the anterior aspect of the graft. In 2008, a sister hygroma was also observed. Persistent air was observed in the aneurysm sacks of both hygromas causing expansion. On an unknown date, percutaneous aspiration of the sister hygroma under ultra-sound guidance was performed with reaccumulation. In (B)(6) 2011, an ultrasound was performed that revealed almost complete resolution of the hygroma.